Manufacturer narrative:
The job orders were reviewed and there were no nonconformances, deviations, or anomalies noted. A review of the complaint database was performed and no similar complaints were found related to this lot. The complaint device was received by argon medical devices and forwarded to another argon facility responsible for the analyses but has not yet been received and analyzed by the facility. A follow up report with the results of the analysis will be issued. In addition, it is presently not clear if the doctor believes the pneumothorax was caused by the biopsy device or was the pneumothorax the result of a different cause/treatment. Was the pneumothorax a pre-existing condition? This report will be updated after the samples are analyzed and additional information,as requested, is obtained from the customer/hospital facility.

Event description:
When needle was placed in patients lung, the biopsy gun was unable to fire. Did not respond to doctor pushing the trigger. When retracted, doctor described needle tip looked like it was not sharpened. The patient had a pneumothorax and needed drainage of air afterwards.

Manufacturer narrative:
The job orders related to the complaint lot were reviewed and there were no nonconformances, deviations, or anomalies noted. The actual complaint samples were not returned. Seven unopened units from the same complaint lot were returned. These seven units were visually inspected and test fired according to procedures and were determined to be acceptable per specifications. The root cause of the complaint units not firing and patients developing a pneumothorax was not determined. It is noted that pneumothorax after lung biopsy is a known complication and the literature reports rates of 2 ¿ 10% based on the various reports that have been published. Other than the complaints reported by the same doctor, no other similar complaints regarding supercore biopsy devices not firing or not sharpened causing a pneumothorax have been reported for the complaint lot.

Event description:
When needle was placed in patients lung, the biopsy gun was unable to fire. Did not respond to doctor pushing the trigger. When retracted, doctor described needle tip looked like it was not sharpened. Patient had a pneumothorax and needed drainage of air afterwards. Note: additional information was received on 2/24/20016 that there were four separate incidents reported from the same lot, same doctor, and from the same month (B)(6) 2016. Therefore, three additional complaints (B)(4) were initiated in addition to the original (B)(4).